Manufacturer narrative:
Based on the device history record review, no abnormality happened during the production run for affected needle shield batches. No long stoppages of the molding machine happened during production. Any short stoppages of the molding machine will trigger an alarm and production technician will perform manual purging to remove common defects like short molding. Based on the review of the returned samples, the black embedded foreign matter was embedded in the hub, which believed is not caused by stoppages of the machine which could cause the resin material became burnt. Hence, likely that the embedded foreign matter could be generated from the molding process due to a layer of carbonized material at the injection screw which start to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface. For the mold, the yearly preventive maintenance was reviewed, and the injection screw was cleaned. The batch was produced before the cleaning of the injection screw. As no similar complaints received on embedded foreign matter associated with the needle hub batches and based on available information only 1 piece of needle hub is affected from the reported batches. The complaint trend of embedded foreign matter will be tracked and monitored.

Event description:
Complaint from prince of wales hospital. The customer complained that black dirt was found inside the needle.

Event description:
It was reported that bd needle 19g 1-1/2in tw had foreign matter. The following information was provided by the initial reporter: complaint from (B)(6) hospital. The customer complained that black dirt was found inside the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.